Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had suspended delivery of insulin due to low sensor glucose values while blood glucose values were high. The customer's blood glucose at the time of the event was 355 mg/dl. The sensor glucose value that triggered the suspend was 55 mg/dl. The customer treated using the insulin pump. Troubleshooting was not completed for the event. The sensor will not be returned for analysis.